Manufacturer narrative:
This report will be amended, when our investigation is complete.

Event description:
It is reported that the device did not properly engage onto baseplate during surgery in 2007. The patient was returned to the o.r. To remove the device and a new glenosphere was implanted.